Event description:
It was reported that the ventilator failed to deliver volume to the patient during treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed to deliver volume to the patient during treatment. There was no patient harm. No part was replaced. According to our field service engineer, the physician was attempting to place a chest tube when tidal and minute volume were displayed with asterisks in place of values while on a patient on (B)(6) 2019. He was unable to reproduce the problem. The ventilator was returned for clinical use after passed functional tests. No further information has been received. The evaluation of received device shows several clinical alarms for airway pressure high after (B)(6) 2019 when ventilation was restarted. On (B)(6) 2019 there are also several alarms for airway pressure continuously high up to 04:15 when the patient was disconnected. There are no technical errors raised and no indication of a technical malfunction in the ventilator. The generated high pressure alarms indicate that there was a high resistance or blocked circuit, for example caused by mucus or an otherwise blocked tubing. According to the user's manual, when these high priority alarms occur, the user shall check the patient and breathing system and, if necessary, remove water from the system. The conclusion in this matter is that our field service engineer couldn't reproduce the reported issue. Uncertain or off scale values relative current ventilator settings are displayed by asterisks on the user interface. No technical errors were generated and no indication of a technical malfunction in the ventilator was found.

Event description:
Manufacturer ref.#: (B)(4).